Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the event date, it was found no irregularities. Based on the past similar cases, it was known the event occurred due to the following causes. The radiopaque tip moved from the fixed position since the joint of the guiding device got caught on the radiopaque tip when the user bent the distal end of the guiding device around the radiopaque tip and inserted it into the subject device. The biopsy forceps got caught on the radiopaque tip and the tip fell off when the forceps was inserted into the subject device. The biopsy forceps got caught on the radiopaque tip when the user withdrew the forceps from the subject device without the cups closed completely. The tip fell off when the forceps was inserted and withdrawn from the subject device. The instruction manual of the device has already warned as follows; *when inserting the guiding device in combination with the guide sheath into the endoscope, keep it as straight as possible and hold the slider firmly. Otherwise, the distal end may bend and extend from the endoscope distal end abruptly. Forcing the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It may also damage the endoscope, guiding device and/or guide sheath. *do not insert the endotherapy into the guide sheath, if the forceps cups are open or if the cytology brush is extended from the distal end of the tube. Doing so could damage the endoscope and/or instrument.

Event description:
During a transbronchial lung biopsy, the subject device was used. In the procedure, the radiopaque tip of the subject device fell into the patient. The fragment was retrieved by the scheduled surgical operation.